Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the patient experienced lung infections, bronchitis 12 times yearly, copd like symptoms, coughing, and shortness of breath. The patient was a smoker but not a heavy smoker and cut down to 1-2 a day late afternoon/evening, the patient reports that they stopped use of the device due to the recall and their symptoms improved. The patient's respiratory status significantly improved. The patient reports not seeing a physician specifically for the symptoms related to the device. The patient has not had proper sleep since they cannot use the device. The patient is waiting for their replacement. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The previous report did not report that the patient states that they no longer have the recalled device; the recalled unit will not be returning. Therefore at this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the patient experienced lung infections, bronchitis 12 times yearly, copd like symptoms, coughing, and shortness of breath. The patient was a smoker but not a heavy smoker and cut down to 1-2 a day late afternoon/evening, the patient reports that they stopped use of the device due to the recall and their symptoms improved. The patient's respiratory status significantly improved. The patient reports not seeing a physician specifically for the symptoms related to the device. The patient has not had proper sleep since they cannot use the device. The patient is waiting for their replacement. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.